Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Second revision posterior spinal fusion performed on (B)(6) 2015 primary surgery was 18 months ago. Patient had first revision on (B)(6) 2014. All implants above have broken, this is due to failed fusion. Failed fusion at t11/12 caused by non compliant patient behaviour. Implants have failed due to cyclical stresses. Pre-existing condition: quadriplegia. Photos of explants are available. No x-rays, medical reports, clinical correspondence, operative notes, or patient data/demographics are available.